Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a mastectomy, the ends are off so applies clips crooked. No pt consequences.